Event description:
It was reported that during a gastric bypass procedure, the surgeon complained about malformed staples on the first firing of the small bowel with a white reload and then another firing later in the case. The surgeon was using the enhanced firing technique. The surgeon expects 100% perfection from the device. The device fired as intended. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Small bowel on which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. What color cartridge was being used? White. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device worked as intended, saw maybe one or two malformed staples the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.